Manufacturer narrative:
The grater instrument associated with this report was not returned. It is unknown where on the item cracking was located. The lot code of a0610 signifies manufacture during june of 2010. The instrument has been in-service for approximately 6 years prior failure. A complaint database search finds no other reports against this product / lot combination. The investigation is not able to determine a root cause. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Routine inspection indicated cracking.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.